Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. A definitive root cause cannot be identified. Based on the results of the investigation, the issue likely occurred due to contact with a surgical instrument or the non-insulated area of grasping section. The detailed mechanisms are shown below: 1. During output in seal & cut mode, the probe came in contact with hard tissue, metal or a surgical instrument. Consequently, a scratch was made on the probe. 2. The probe received an output load in seal & cut mode or received a load when grasping tissue. As a result, the probe cracked from the scratch and the error occurred. 3. The probe broke when added load. Or 1. The distal end of the tissue pad was worn away because ¿seal & cut¿ output was activated while grasping nothing (including the case the user kept activating after cutting tissue). 2. The tissue pad was worn away, causing the non-insulated of the grasping section to touch the probe. 3. ¿seal & cut¿ output was activated under this situation, then the scratches indicating that the probe and grasping section were in contact with each other were made. 4. The probe received an output load in seal & cut mode or received a load when grasping tissue. As a result, the probe cracked from the scratch and the error occurred. 5. The probe broke when added load. This information is addressed in the instructions for use (IFU): "·do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. ¿ when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. ¿ the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone. ¿ do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities." Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information. The doctor is experienced in the use of the device and was trained in the techniques of using the device by olympus canada and academic training. Information if the procedural tips and techniques instructions that were distributed on 09/27/2013 been shared with the user facility is not available. No patient details, demographics, nor pre-existing medical conditions will be provided. Procedure is laparoscopic hysterectomy. The event occurred during the middle of the procedure. The stage of the procedure the doctor was performing nor the settings are known. There was no relevant delay to the procedure. The device was inspected before use with no anomalies noted. The connection points to the generator were inspected. There was no cable damage. The transducer cords or the cords of any other medical device were not bundled.

Manufacturer narrative:
Additional information is not yet available for this event. The customer returned the tb-0535fcs lot number kr114629 for evaluation. The device was attached to the usg-400/esg-400 and a probe check was performed; the device failed the probe check with error code u509. The switches were checked and found that both switches are functional. A visual inspection on the received condition was performed on the device; there is some tissue build up. The ptfe pad (teflon pad) was inspected and found it has normal wear, no metal exposed, no abnormality. The distal end of the device was inspected under a microscope and found the probe detached with missing portion not returned. The wiper had no movement due to tissue build up. The consistency of movement of the handle and jaw is normal. The handle load is heavy. The rotation of the knob torque is normal and smooth. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, during an unknown therapeutic procedure the device stopped working. The procedure was completed with another similar device. There was no harm or adverse impact to the patient. Upon the device being returned and evaluated, and the device probe was found to be broken off. This medwatch is being submitted for the reportable issue of the broken probe.